Event description:
The following event was reported to implantcast gmbh: "broken / torn". Note: it is known that the issue occurred intraoperatively, hence it is very likely that it caused an extension of the surgery time. However, according to the available information, this issue had no health impact on the patient since another trial head taper was available.

Manufacturer narrative:
According to the incident description, a trial head taper broke during use. The product in question was available for an optical examination. One of the four small feet on the lower part is broken off. This broken off feet was not subjected for the optical examination. Other than that, several minor damages, such as scratches, dents or abrasions are present on the whole product. It is known that the issue occurred during use/ intraoperatively. However, this had no health effect on the patient, as another trial head taper was used instead. Nevertheless, it is very likely that a slight extension of the surgery was caused due to the reported error pattern. The manufacturing documents and the material certificates of the trial head taper were checked. These did not reveal any errors. The surgical techniques and instructions for use were checked and showed no deviations. Based on the available information, no failure of the design or during the manufacturing of the product could be determined. It can only be assumed that the incident can be regarded as a random failure of a component with regards to the trial head taper. A potential root cause could be either an unintentional user error or wear and tear. The trial head taper was manufactured in 2019 and is therefore in use for approximately 5 years. If it was used on a frequent basis, which is suggested by the minor damages on the whole product, the trial head taper was connected to several stem. These assumptions can neither be confirmed nor denied. This event was assigned to the error pattern "break of the instrument" in the associated risk management.